Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve the product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter entrapment occurred. The patient with stenosis at the initial segment of the internal carotid artery underwent percutaneous carotid artery stent implantation under angiographic guidance with a 190 cm filterwire placed across the lesion. The target lesion showed 80% stenosis in a mildly tortuous and moderately calcified carotid artery. A 10.0-31 carotid wallstent was advanced to the target lesion; however, the stent could not be released or withdrawn normally. The stent and delivery system became stuck together and were removed together with the filterwire through an unknown 8f guiding catheter positioned high in the vessel. The device was exchanged, and another filterwire and a 7 x 40 carotid artery stent were used to complete the procedure. No additional maneuvers were required. No challenging anatomy, or other procedural factors were reported to have contributed to the event. There were no patient complications as a result of this event, and the patient was stable post-procedure.